Event description:
It was reported that a user experienced high blood glucose while using the ilet after an infusion set was deployed incorrectly by manually pushing the inset instead of retracting the applicator, resulting in a bent cannula; subsequent supply changes were performed, delivery resumed, and glucose trended down later. Symptoms included hyperglycemia, confusion or disorientation, headache, and anxiety. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.